Manufacturer narrative:
An event of arrhythmia, dyspneae, leakage, calcification and explant due to stenosis of the valve. The investigation found that calcification on all leaflets with limited mobility of leaflets. Fibrous pannus ingrowth on inflow and outflow surfaces. The sewing cuff contained holes and suture. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted on the valve could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2022, the patient presented with recurrent episodes of arrhythmia and exertional dyspnea. On ultrasound imaging, there was aortic valve stenosis, leakage, and calcification. On (B)(6) 2023, the valve was explanted and replaced with an abbott bioprosthetic valve. On the explanted device, there was severe aortic stenosis, valve resection, and annulus calcification. There were no leaflet tears. The patient was reported as stable.